Event description:
It was reported that during a knee procedure, the camera showed 2 different warnings immediately after connection check of navio ("camera infrared lamp is not working properly. This may result in a limited field of view" & "navio has detected problems with the tracking system. Full navio functionality will remain unavailable until this issue is resolved. Please contact robotics customer support to resolve this issue." ). Camera unit yellow led lights up. The navio case was aborted and procedure was converted to manual. Per investigation the first error is related to an illuminator hardware fault and the second is because if "quit" is selected instead of "dismiss" error will show.

Manufacturer narrative:
The device was used in treatment and the device was returned for evaluation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. The surgical system user's manual released at the time of the complaint provides solution for camera infrared error. This is an identified failure mode within the risk assessment. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. Visual inspection found that the illuminator leds on the right side of the camera were dimmer. Upon connecting the camera to the system, there was an error saying that the "camera infrared lamp is not working properly". The warning message reported is displayed when the system detects the error from the camera. Upon review of the log files, it was found that the error message that appeared is indicative of an illuminator hardware fault. The camera was sent back to the OEM for service. The malfunction is most probably due to supplier / raw material fault.